Event description:
The international customer reported the ventilator alarmed and would not power on. The device was not in use on a patient therefore there was no patient involvement. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. During evaluation, the manufacturers service technician reported the device would not power on. The service technician replaced the power management pcb board to complete the repair. Applicable testing was performed and completed without faults reported.